Event description:
After finishing am reuse, reuse tech removed kidneys from cart and incubated them. She then proceeded to clean reuse cart when she noticed a formaldehyde leak at injection check valve assembly. Because she had already turned formaldehyde delivery system off she looked for a source of the formaldehyde. Seeing formaldehyde in pressure regulator bleed line she decided to clamp off bleed line and repair leak. When she clamped bleed line cart went into a severe overpressure situation which blew #7 tubing off source pipe sending approx 100cc of formaldehyde and water shooting across room. The formaldehyde was not 37% but it was believed that it was much greater than 1% as indicated by strong odor and dark blue color. Chief tech was immediately notified of spill and went to assess situation, after seeing extent of spill chief tech evacuated technical dept and notified d.o.n. And administrator of spill. The decision was then made to evacuate pts. 911 was called and em tech was called, to handle spill. During evacuation hvac units servicing spill area were turned off. After evacuation was complete, facility was informed by fire dept that they were capable of handling spill and em tech would simply have to remove waste. At that point chief tech was allowed to don his respirator and retrieve air sample pump, appropriate reagents, and supplies to begin air samples. He started air samples and worked closer to spill and as each air sample result was within limits staff was allowed to return to that area only. Time frame: spill at approx 2:20pm. Fire dept responded, and cleaned spill by approx 3:00pm. Waste removal co responded and returned hazardous waste by approx 3:30pm. All air samples were complete by 5:00pm. Unusual occurrences: fire dept did not have air sampling equipment that could quantify amount of formaldehyde in air. Emtech stated when they arrived that they were to contain spill only and would not transport waste until a later date. However, when they left they took waste with them. On 12/17/96 emtech faxed to co's attention a work order and a waste management authorization for cheif tech's signature, but none of pertinent info was filled out. Chief tech then called waste removal co and reported this info. Good news to report is that there were no injuries to staff or pts, no missed treatments, no loss of dialyzers. From time of spill to time able to return to faciltiy to finish the clean up was less than 2 hours.